Manufacturer narrative:
(B)(4).

Event description:
It was reported that "ccl staff stated under fluoroscopy, he could visualize the top half of the iab near the tip was not inflating. I guided them through manual inflation, which did not resolve the issue. We discussed exchange of the iab and iab removal/ maintaining access according to our IFU". Iab exchanged. No patient harm or injury. The patient status is reported as "fine".